Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was running slow. The technical support specialist mentioned that the issue was due to insufficient memory and was resolved after the customer reboot the device. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system was running slow. The customer stated that the station was running slow during refilling and removing medication, causing a delay in dispensing medication to the patient. The customer rebooted the machine and did inventories of various medications. There were no adverse events or injuries reported based on this event.